Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing was normal.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, after several re-positioning attempts, the right ventricular lead exhibited high pacing impedance. The lead was not used, and a new lead was implanted. The patient condition was stable.